Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No ramping numbers noted on the display. The device passed all operating currents test with in the specific range and off no power test. The device was monitored and tested with no failed battery test noted and no unexpected battery out limit. The device had cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted. (B)(4).

Event description:
Customer's doctor from children's camp reported via phone call, the customer was having problem with the insulin pump alarming batter out limit. Customer's blood glucose was 164 mg/dl. During troubleshooting for battery out limit, it was noted the keypad wasn't responding. The doctor was attempting to enter time and date and it would scroll up without any input. Troubleshooting for keypad anomaly was performed. Customer's doctor didn't recall any significant event which may have caused the keypad. Customer's doctor was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Doctor was informed to have the customer's parents called to process replacement. Customer's mother called and agreed to return the device for further analysis.